Event description:
In 2008, the pt reported that 2 days ago he used 4 different infusion sites in his leg and none remained attached for more than 1 hour. He stated that he may have been perspiring more. His blood glucose elevated to 438 mg/dl as a result and he felt as if his "heart was going to jump out of his chest." He experienced frequent urination, extreme thirst, numbness, and cramping in his hands. His normal blood glucose level is 100 mg/dl. He then inserted a 5th infusion site and bolused 12 units of insulin to lower his blood glucose. He stated that he has only experienced this issue with his current box of infusion sets. He was sent IV 3000 to keep the infusion sites attached to his skin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.